Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre reader did not power on by button or by the test strip. On (B)(6) 2020, as a result, of the customer not being able to test their blood glucose, the customer experienced dizziness and was unable to treat themselves and subsequently had a seizure. Hcp contact was made and the customer received unspecified medication for hyperglycemia. The customer can no longer recall further treatment. There was no report of death or permanent injury associated with this event.